Event description:
Additional information received indicated the bluetooth (ble) telemetry issue was due to telemetry lockout and was resolved via re-interrogation of the implantable cardioverter defibrillator (ICD). There were no reported adverse effects to the patient.

Manufacturer narrative:
The aware date for the previous report MDR-2024-51624-01 should have been 06 nov 2024 and not 05 nov 2024.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
B5: update icm to ICD.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.